Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to fridge failure. A field service engineer successfully did cross comparison using temp gauge. The system functioned as intended after troubleshooting the device .

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed.the customer reported that they were unable to pull medication/ perform duties and had to request from pharmacy or pull medication from another station.there were no adverse events or injuries reported based on this incident.